Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 for a pulse generator change procedure. During interrogation, atrial lead noise reversions were noted and was reproduced with isometrics. On (B)(6) 2021, the atrial lead was capped, and a new lead was implanted. The patient was stable throughout.